Manufacturer narrative:
Unit passed the dat test at 0.08795 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose with 497 mg/dl. Blood glucose was 173 mg/dl during last night. Customer wearing the pump at time of hospitalization. Customer stated that, the insulin pump was already troubleshooted for high blood glucose by healthcare professional and so they declined for now. Customer advised to discontinue the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.